Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to being unable to activate the device, the patient had his artificial urinary sphincter (aus) removed and replaced. The previous device was not implanted very long and upon explant, the physician tested all components outside of the patient and was unable to find the cause of the activation issues. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. The outcome is not yet known since the device has not been activated yet.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to being unable to activate the device, the patient had his artificial urinary sphincter (aus) removed and replaced. The previous device was not implanted very long and upon explant, the physician tested all components outside of the patient and was unable to find the cause of the activation issues. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. The outcome is not yet known since the device has not been activated yet.